Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg had tilted and was unable to charge. The patient underwent a revision procedure wherein the ipg and leads were moved back to the original place. The patient was doing well postoperatively.